Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: perfusionist. PMA/510(k): k071494, k130520. The actual device was discarded by the involved facility; therefore, the actual device will not be returned for evaluation. The provided video of the event showed that the male and female connectors of the sampling line leading to the oxygenator could not be uncoupled. Review of the manufacturing history record and the shipping inspection record of the actual sample confirmed that there were not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination. The part in question of this product is manually mated by the operators in the production process. Therefore, it was considered possible that the mating was made tighter than usual due to the variation of operators, making it difficult to uncouple in this case. However, since we could not check the actual sample, the cause of occurrence could not be clarified. (B)(4).

Event description:
The user facility reported that the connectoron the capiox fx25 recirculation line could not be opened. The procedure outcome was not reported. It is unknown if any other devices or equipment were used with the reported product. The event occured pre-treatment, therefore the patient was not harmed.